Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 790mg/dl. A manual injection was administered to address elevated bg. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.